Event description:
It has been reported that during surgery, the double trigger handpiece started without action on the triggers. No patient harm or injury has been reported. No surgery delay has been reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the motor was noisy and that the battery support was damaged. The motor and the battery support have been replaced and the product was returned to the customer. The reported event has not been reproduced.

Manufacturer narrative:
At the date of this report, the device was not returned to the manufacturer, the investigation is then not completed. A medwatch follow-up will be submitted when the investigation is completed.